Event description:
Essure implanted (B)(6) 2011. Since day one I have had extreme pain and at 6 week check up, I mentioned it to my gynecologist and he said if it continues to let him know. I lost my insurance after that and was unable to follow up. When I was able to go to the doctor again, I followed up with my family doctor and had multiple tets, I eventually had my gall bladder moved which is what they thought was causing my pain and a colonoscopy as well which showed nothing. That was in (B)(6) 2012. Now, I start to do research because all the stuff done hasn't fixed the pain. Since the essure implant, I have had chronic pain, heavy periods, missed periods, vaginal cysts, ovarian cysts, unable to use tampons, painful sex, lack of sexual desire, polycystic ovaries, severe cramps every day, vertigo, blurry vision, shooting pain in my legs and arms, breast pain, leaking, urinary tract infections, swelling legs and feet, diagnosed prediabetic, teeth issues, back pain, mood swings, hot flashes, weight gain, hair loss, fatigue, sleep apnea and some days I can't get out of bed. I almost feel like I'm dying.